Manufacturer narrative:
Complaint is being cancelled as it was opened in error. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This complaint is being cancelled as it was opened in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, when a getinge engineer was repairing the intra-aortic balloon pump (iabp) unit has a safety disk malfunction. There was no patient involved.